Event description:
It was reported that the patient had a l5-s1 anterior lumbar interbody fusion with interbody fusion cages and rhbmp-2 for fusion. Post-op the patient had recurrent pain and neurologic symptoms. Patient was treated with epidural steroid injections. Approximately 69 months post-op, the patient underwent additional surgery for l5-s1 posterolateral fusion due to history of l5-s1 pseudoarthrosis.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.